Manufacturer narrative:
A supplemental MDR is being submitted due to medical record review, sections b4, b5, g6, h2, h6: clinical codes, device codes. Investigation is ongoing.

Event description:
Per medical records reviewed, patient with history of tavr with a 23 mm sapien 3 valve 4 years ago for bicuspid aortic stenosis. The patient recently developed worsening shortness of breath and was found to have s3 valve failure with moderate-severe paravalvular leak (pvl) and severe prosthetic valve stenosis. A tee performed reported that the s3 leaflets appear thin and pliable and open well. There is no evidence of valvular regurgitation. There is probably a sinus of valsalva aneurysm at the left coronary cusp. There is a piece of calcium at the base of the tavr near the base of the anterior leaflet of the mitral valve. There is a jet of paravalvular aortic regurgitation that comes from this area (near the left coronary cusp). Severity of regurgitation is moderate to severe. The gradients across the valve are elevated, mean gradient 40-45 mm hg. Per the tee report, the elevated gradients likely reflect dynamic left ventricular (lv) function, aortic regurgitation and probable patient - prosthesis mismatch rather than intrinsic thickening/stenosis of the leaflets. The patient was taken to the operative room for explant of the tavr valve and aortic valve replacement with an 23mm inspiris tissue valve. Per the surgeon's findings, 'tavr valve with thickened leaflets and no evidence of infection.' Post-implant tee showed no pvl and mean gradient of 9 mmhg. The patient tolerated the procedure well and was transported to the surgical ICU, hemodynamically stable. Hospital course was uneventful, and the patient was discharged to a rehab facility on post operative day 6.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, have been updated. Additional codes have been added to h6 type of investigation. Codes were corrected in h.6 investigation findings and investigation conclusions based on investigation completion. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the event is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The complaint for leaflet thickening, paravalvular leak and increased gradient requiring device explant was confirmed based on review of medical records. However, there was no indication during this evaluation that a manufacturing non-conformance would have contributed to the complaint events. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'per the surgeon's findings, 'tavr valve with thickened leaflets and no evidence of infection.' Per the pathology report, the thv had 'fibrotic endocardium with severe chronic inflammation and foreign body granulomatous reaction to valve material.' Hypoattenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis. In this case, it is possible that the fibrotic endocardium caused leaflet thickening. However, the exact reason behind fibrotic endocardium was unknown, but it was likely related to patient condition. As such, available information suggests that patient factors (fibrotic endocardium) may have contributed to the complaint event. As reported, 'there is a jet of paravalvular aortic regurgitation that comes from this area (near the left coronary cusp). Severity of regurgitation is moderate to severe. The gradients across the valve are elevated, mean gradient 40-45 mm hg.' It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant results in symptoms, it may require intervention. In this case, per medical record, the leaflets appeared thickened. Leaflet thickening can prevent leaflets from functioning optimally, leading to increased gradient. As such, available information suggests that patient factors (leaflets thickened) may have contributed to the complaint event. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to the reported adverse events (pvl). The investigation results suggests that patient factors (annular calcification) may have caused or contributed to the reported paravalvular leak. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing. H3 other text : no information on disposition of device.

Event description:
As reported by implant patient registry, approximately 3 years, 10 months, post-implantation of a 23 mm sapien 3 valve in the aortic position via transfemoral approach, the 23 mm sapien 3 valve was explanted. The reason for the explant is unknown at this time.